Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensors were evaluated. One (1) sensor passed visual inspection with no damage observed. Eeprom content verification did not identify any issues. The sensor failed continuity testing due to an open connection on the green and white conductors, along the length of the cable. When the sensor was connected to a masimo monitoring device, the device was able to generate a "sensor off patient" error message. The customer complaint was duplicated. Initial reporter zip code exceeded the maximum number of allowable digits, the zip code is as follows: (B)(4)., corrected data:

Event description:
The customer reported fifteen m-lncs y-I sensors, some occur sensor off some occur replace sensor, some spo2 and bpm are very low, all the issues are intermittent, the customer couldn't match the issue with the corresponding sensor. No patient incident or consequences were reported.